Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Patient is a participant in a clinical study for obsessive compulsive disorder and not depression as initially reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report # 1627487-2015-00068. The patient ((B)(6)) is a participant in a clinical study for depression. It was reported the patient lost therapy. A diagnostic test revealed high impedance measurement for one of the patient's lead extensions. Surgical intervention was undertaken to explant and replace the lead extension in question. During the procedure, the physician reportedly experienced difficulty removing the device. Upon further examination, it was discovered that four terminal contacts from the lead extension were missing and suspected to be in the ipg header. As a result, the physician decided to explant and replace the ipg as well. Normal impedance measurements were observed following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2:reference MFR report # 1627487-2015-00068.